Event description:
It was reported that during a lap cholecystectomy procedure the device jammed. Another device was used to complete the case with no patient consequence. No further information was available.

Manufacturer narrative:
(B)(4). Broken advancer. The analysis results found that the device was returned with the tip of the advancer broken thus, preventing the proper advancing of the clips into the jaws. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The device was cycled and malformed the remaining clips due to the advancer condition. The device locked out as intended, however the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.